Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, patient had a revision due to prosthesis high wear rate. The revision was not related to recall issue. Images received. The device is not available for evaluation. No additional information available.

Manufacturer narrative:
Section b5: additional information received indicates that patient's primary left tka was on (B)(6) 2018. Patient came to hospital because knee joint was unstable, and the explanted component is not available for evaluation and no further information will be forthcoming. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
(H3) the revision reported was likely the result of prosthesis wear secondary to contributions from knee instability. However, this cannot be confirmed as the device was not available for evaluation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h6 - clinical code, medical device problem code, investigation conclusion code the following sections were corrected: h6 - clinical code failure of implant, investigation type analysis of info provided by user third party, inv findings packaging material problem, inv conclusion known inherent risk no longer applies. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.